Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.